Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a ¿roller coaster¿ of glucose values, with a documented low of 57 mg/dl and highs up to 247 mg/dl, associated with pretreating and overtreating hypoglycemia and not announcing meals; user education was provided on appropriate low treatment using oral fast-acting carbohydrates and on the importance of meal announcements to avoid algorithm maladaptation. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for unexpected medical intervention with medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedures, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user subsequently reported stabilization after using 15 g of fast-acting carbohydrates and monitoring as instructed.